Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited increased impedances from 510 ohms up to 1800 ohms. A chest x-ray was taken and showed that this lead had dislodged. As a result, the lead was explanted and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation confirmed that the complete lead was returned, and there were setscrew marks noted on the terminal pin. The medical adhesive was torn at the proximal end of the spring electrode and the proximal spring was stretched. Additionally there was a cut found in the insulation and the insulation sleeve was bunched up in several places along with the poly insulation sleeve. There was bodily fluid found in the helix housing and tissue entwined in the lead helix, which was returned retracted. The lead tip and helix appear intact and undamaged. In conclusion the lead tip and helix had no visible signs of damage or defect which would have lead to dislodgement.